Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001377. The reported failure was confirmed. The technician replaced faulty dmc. No other issues found.

Event description:
The customer stated that they are getting inaccurate aorta diameter measurements from the aortascan.